Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (lowest of 30 mg/dl). Reportedly, the customer consumed candy to treat the low bg level. At the time of the reported event, the customer's bg level was 171 mg/dl. Recommendation was made to consult with health care provider regarding diabetes management.